Manufacturer narrative:
Cataract and secondary surgical intervention to remove/replace/reposition the lens is identified in the labeling as a known potential adverse event following icl implantation. Claim # (B)(4).

Event description:
The reporter indicated that following an implantable collamer lens (icl) implantation procedure, the patient experienced low vault, subcapular cataract and vision drop. The lens remains implanted. Cause of event is unknown.